Event description:
The report received from the (B)(4) study indicated that approximately six months after the index procedure, the smart 120/150, biliary - 7x150 stent was noted to be fractured. The fracture was found on x-ray (ap) and was a type 1. The angle of fracture was 32°. The stent gap was 3 mm. And the stent length 149 mm. Leg bend was zero.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that approximately six months after having a smart stent implanted in the superficial femoral artery the stent was noted to be fractured. The fracture was found on x-ray (ap) and was a type 1. The patient's medical history includes: hypercholesterolemia, peripheral vascular disease, diabetes mellitus and smoking. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14154981 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. The cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. Without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, in this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.